Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to inflation issues of the cylinders. After inspection, it was found that the pump presented fluid leakage that led to the reported inflation issues. The device was explanted and replaced. No patient complications were reported.